Event description:
It was reported that the patient implanted with this pacemaker presented to a device check after experiencing a syncopal episode. However, the device was not able to be interrogated after multiple attempts with several programmers. At a device check six months prior, the remaining battery was 10 years. The patient was admitted and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.